Manufacturer narrative:
The investigation is ongoing. We will provide results within a separate follow-up report.

Event description:
It was reported that: the device stopped ventilating during use without alarms. The pt turned blue.